Event description:
A customer observed a non-reproducible, higher than expected vitros ipth result (77.6 vs. An expected result = 55.0 pg/ml) from a single patient sample on a vitros 5600 integrated system when compared to a non-vitros method. Both the affected result and the expected result were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No treatment was given, changed, or withheld based on the affected result. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros ipth result was obtained from a single patient sample on a vitros 5600 integrated system when compared to a non-vitros method. An ocd field engineer performed service actions to multiple subsystems of the analyzer to return the system to expected performance. The investigation could not determine a definitive root cause. However, an instrument related issue or calibration to calibration variability cannot be ruled out. There was no evidence that a reagent related issue contributed to the event.